Event description:
Information was received from patient (pt) regarding an implantable neurostimulator (ins). The reason for call was that they were going to have surgery to have a new ins installed since the ins had fallen and was hurting them. Pt stated that the neurosurgeon said that they would lift the ins and that they would just put in a new ins so that the pt would be good for 9 years. Pt stated that the surgery couldn't be done if the ins wasn't charged. Pt stated that the neurologist that does the programming wouldn't be there the day of the surgery, however the neurosurgeon said that it was okay since they were keeping the same programs in the implant anyway. When pss asked the pt for the event date, pt stated that the ins had just been slowly falling and had been tugging with the wires on their neck area and that it was painful.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). The rep stated that the cause of the ins falling and replacement was unknown. The rep stated that the issue has been resolved. The weight of the patient at the time of the report was unknown. The device has not been returned to medtronic. This information was also confirmed with a physician/account.

Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger. Product ID: 97745, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they were getting "software error 04" (pt confirmed that they were seeing system problem rm04); patient (pt) stated that they reset the controller, however now the controller was just stuck spinning on the checking the recharger screen and the controller was no longer displaying error messages. Patient services (ps ) reviewed recharger (rtm) replacement with the patient (pt); pt stated that they wanted the controller replaced as well since they didn't want to return home and have an issue with the controller as well. Pt stated that they had never seen on the controller where the ins battery would be completely gray; pt stated that normally the ins battery would have the red triangle when the ins battery was depleted, however now the ins battery was just showing totally gray; pt stated that this issue started at the same time as the other issues as described above which was two days ago. Pt then stated that the controller would do other things too; pt did not elaborate more on the subject. Pt stated that they were on a three week vacation in (B)(6) without their stimulator because the device wasn't working. Pt stated that they were going to return home from (B)(6) on (B)(6). Pss asked the pt if there was anyone that the equipment could be shipped to in the us that could then ship the equipment to them in (B)(6); pt stated no and that ps will just have to ship the equipment to their home address. Pt did not have the equipment present during the call, so pss was unable to collect all of the necessary serial numbers for equipment replacement. Pss advised the pt to call ps back to provide all of the necessary information in order to process the replacement request for the rtm and controller to be replaced.  Information was received from patient (pt) regarding an implantable neurostimulator (ins). The reason for call was that the day after they return from (B)(6) (pt noted that they were returning on (B)(6)), they were going to (B)(6) for surgery to have a new ins installed since the ins had fallen and was hurting them. Pt stated that the neurosurgeon said that they would lift the ins and that they would just put in a new ins so that the pt would be good for 9 years. Pt stated that the surgery couldn't be done if the ins wasn't charged. Pt stated that the neurologist that does the programming wouldn't be there the day of the surgery, however the neurosurgeon said that it was okay since they were keeping the same programs in the implant anyway. When pss asked the pt for the event date, pt stated that the ins had just been slowly falling and had been tugging with the wires on their neck area and that it was painful.

Event description:
Additional information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient stated that the cause was that the implantable neurostimulator (ins) had fallen down further in their chest. The patient stated that their healthcare provider (hcp) implanted a new battery on (B)(6) 2021 raising it higher.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 97755 , serial# (B)(6), product type recharger. Product ID 97745 , serial# (B)(6), product type programmer, patient. Analysis was performed on product ID 97755 , serial# (B)(6) analysis found that there was a recharge antenna failure, controller wont power on when rtm is plugged in. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.